Manufacturer narrative:
Remote diagnostic testing was performed on the customer's hemo software, and a conflict in replication was found when the patient's study was created. The system was rebooted and the problem was corrected. The equipment was returned to service at the customer site.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo client pc experienced a critical error in the hemo application (unhandled exception) and then shut down during an active case. The customer reported that patient care was not affected but no event details are available at this time. With merge hemo not presenting physiological data during treatment, there is a potential for delay in care that results in harm to the patient. However, the information reported by the customer indicates that the procedure was completed successfully once the hemo system was rebooted. (B)(4).